Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a penumbra system 3max reperfusion catheter (3maxc), and a guidewire. During the procedure, after advancing the devices into the target vessel, the guidewire and 3maxc were removed and the jet7 was connected to aspiration tubing (tubing). The physician aspirated for approximately two minutes before retracting the jet7. Upon retraction, the physician encountered resistance and the jet7 became stretched. Therefore, the neuron max was tracked higher into the internal carotid artery (ica) and was used to pin the jet7. Subsequently, both devices were removed together from the patient. Upon removal, it was noted that the distal tip of the jet7 was fractured. A diagnostic catheter was used to perform an angiogram which revealed that the clot was removed. It was also noted that the patient had a tici score of 0 to 3 and the procedure was successful. However, the angiogram also revealed that the vessel was in spasm. The vasospasm was subsequently treated with verapamil. A few days later, computed tomography angiography (cta) images led the physician to believe that the vasospasm was occurred when the jet7 became stretched. It was reported that the vasospasm was related to use of the jet7 and unrelated to the jet7 tip fracture. The patient's medical condition is critical; however, this was not due to the any issue with the jet7 but due to underlying, undiagnosed medical conditions.

Manufacturer narrative:
Results: the jet7 was kinked approximately 25.0 cm from the hub. The jet7 was fractured approximately 106.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter fractured. If the jet7 is forcefully retracted against resistance, damage such as stretching and subsequently a fracture may occur. Further evaluation of the jet7 revealed a kink. This damage was likely incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.